Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the paddles light up red. Available details indicate that the electrode plate tray was severely oxidized and cannot be repaired by cleaning. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available, there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: no. 88, west section of south second ring road, old third century star building.

Event description:
It was reported to philips that the heartstart xl defibrillator paddles light up red. There was no reported patient involvement.